Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files also confirmed a driveline disconnect event; it was reported that the patient independently completed a controller exchange. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of weakness, nausea, and tiredness could not be conclusively established through this evaluation. The submitted log files collectively contained data from 05may2021 through 16may2021 and found that the pump operated at the set speed without issue. Atypical power cable disconnect alarms were captured in the controller event log file on 16may2021, along with several pi events. The atypical power cable disconnect alarms were captured while the device was connected to external batteries. The pump appeared to be operating as intended, and there were no other notable alarms active in the log files until the driveline was ultimately disconnected. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 also outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. C, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02939. It was reported that the patient experienced multiple alarms with subsequent pulsatility index decrease. The patient reported feeling weak, nauseous and tired. The alarms resolved after the patient switched to their backup controller. It was noted that the patient did not call the hospital after switching controller. Log file analysis prior to controller swap captured power cable disconnect events due to intermittent weak connection between the batteries and clips on (B)(6) 2021. There were no other events noted in the log file history.